Event description:
The customer reported that while patients were being monitored on the panorama central station, the central station display had a "fatal system error" message requiring reconfiguration of the system. No patient injury was reported.